Event description:
A user facility clinic manager (cm) reported a dialyzer blood leak was discovered within minutes after initiation of a patient's hemodialysis (hd) treatment. The blood leak was verified with a blood leak strip. Upon follow-up, the cm confirmed the blood leak was internal and occurred several minutes after initiation of treatment. The machine, a 2008t, alarmed appropriately with a blood leak alert. Blood was not visually observed. Blood test strips were used and tested positive for the presence of blood. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The estimated blood loss was 250 ml. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without further issue. The machine has remained in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was no longer available to be returned for manufacturer evaluation. Six photos were provided for the investigation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. There were six photos provided. The first photo shows a dialyzer in a biohazard bag where a small amount of blood can be seen in and near the bell housing, outside of the fibers (which is indicative of an internal blood leak). Three of the photos show the same dialyzer from different angles. Two of the photos show the header where blood is visible within the header cap. There was no visible damage or irregularities noted on the dialyzer that would have contributed to the blood leak. During the lot history review it was noted that there was one other compliant reported against the lot. The complaint addresses an internal blood leak (no sample). A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were multiple approved temporary deviation notices (dn) reported on the lot which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive cause regarding the complaint incident cannot be reached without physical examination of the actual device. The complaint is confirmed.

Event description:
A user facility clinic manager (cm) reported a dialyzer blood leak was discovered within minutes after initiation of a patient's hemodialysis (hd) treatment. The blood leak was verified with a blood leak strip. Upon follow-up, the cm confirmed the blood leak was internal and occurred several minutes after initiation of treatment. The machine, a 2008t, alarmed appropriately with a blood leak alert. Blood was not visually observed. Blood test strips were used and tested positive for the presence of blood. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The estimated blood loss was 250 ml. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without further issue. The machine has remained in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was no longer available to be returned for manufacturer evaluation. Six photos were provided for the investigation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager (cm) reported a dialyzer blood leak was discovered within minutes after initiation of a patient's hemodialysis (hd) treatment. The blood leak was verified with a blood leak strip. Upon follow-up, the cm confirmed the blood leak was internal and occurred several minutes after initiation of treatment. The machine, a 2008t, alarmed appropriately with a blood leak alert. Blood was not visually observed. Blood test strips were used and tested positive for the presence of blood. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The estimated blood loss was 250 ml. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without further issue. The machine has remained in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.